Event description:
It was reported that during a sleeve gastrectomy procedure, the device was fired for fourth firing with green reload using seamguard buttressing material. When device was opened, it was reported that the staples came out unformed (didn't form b shape). There was moderate bleeding but not enough to give blood products. The surgeon oversewed staple line and the case was completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.